Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna insulation was torn. Cable insulation is torn at donut end and wires exposed and broken. There was also a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the "stimulator" was not working and had not been for a while. Pt then went on to say they will try to charge, and controller will blink green, but they don't know if controller/implanted neurostimulator (ins) was charging or not because they can't access battery screen, clarified quite often they would get no device found. Pt said the issue started probably a month ago, and at first they would be able to charge periodically, but then in the last 3 weeks they haven't been able to charge at all. They said they used to be able to reset controller to get charging to work, but that does not help anymore. Pt mentioned they know ins is off because they could no longer feel stim. Pt said when they try to charge and get no device found, they will hit "recharge" and get no device found again, and when they hit "try again" they would get passive recharge mode (prm) screens. Pt said today when got to prm, they saw 100. Pt also mentioned they have been trying to charge controller all morning, and the green light was blinking (pss reviewed green light means controller was charging, pt said even when they could see the batteries screen periodically and green light was blinking, controller/ins wouldn't charge). Pss had pt start a recharge session and pt reported prm after pressing recharge on no device found. Pt said all the numbers were 0 and only got the middle number to 24 after moving rtm. Later all the numbers were 0 again and pt only got the middle number to 18. Pss had pt inspect rtm for damage, pt then mentioned they had noticed rtm was getting really hot and during the call noticed the cord next to the paddle was cracked and was "steaming". The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Additional information received reported that they did not realize the cord on the paddle charger for their back was cracked causing smoke/heat to come from the cord. Steps taken reported that it had been resolved as a new charger was sent and they returned the defective charger. The replacement device was working fine.